Event description:
An ivac "spec set" administration set was attached to an nf9200 clip-lock cannula. The clip-lock cannula was attached to a mahurkar quinton catheter. The ivac pump tubing was not locked to the clip-lock cannula. The pt bled back through the catheter, resulting in death.